Event description:
It was reported that a balloon rupture occurred. A 6.0mm x 150mm, 150cm ranger drug coated balloon was selected to treat peripheral artery disease in the superficial femoral artery. The target lesion was 75% stenosed, had moderate calcification and moderate tortuosity. During the procedure, the balloon was inflated to 14 atmospheres for 1 second. During this inflation, the balloon ruptured. The device was removed without any problems using the normal method. The procedure was completed with a different device. There were no patient complications reported.